Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the catheter could not be inflated as the user injected water. This event occurred during the pretest.

Manufacturer narrative:
Received a 2 way tsc catheter. The reported event was unconfirmed ad the problem could not be reproduced. The exterior of the sample was examined and there was no evidence of a failure that would support the reported event. Per functional testing, the balloon was inflated with 10cc of water using the normal fill technique and the balloon inflated without difficulty in 8secs and the inflation funnel did not balloon out during inflation. The balloon the deflate and re-inflated again using the quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. The device was dissected and did not find anything to contribute to the reported problem. The dimensional evaluations were as follow: eye snip length 3/32¿; eye snip width 2/32¿; eye snip distance from distal cuff 7/32"; eye snip distance from proximal cuff 7/32"; rubberize thickness 12 thou; reinforcement 140 thou; inflation funnel thickness 55 thou; balloon thickness (average) 22 thou; inflation lumen coverage 9 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." (B)(4).

Event description:
It was reported that the balloon of the catheter could not be inflated as the user injected water. This event occurred during the pretest.